Manufacturer narrative:
(B)(4).diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into arm on (B)(6) 2024. On (B)(6) 2024, the patient experienced hyperglycemia with delirium, vomiting, nausea and polydipsia. At that time the cgm reading was 80 mg/dl and the bg reading was over 800mg/dl. The husband called an ambulance and the patient was transported by ambulance to the emergency room. At the hospital the patient was treated with lactated ringer's 500cc, then insulin, sodium and bicarbonate. The patient was hospitalized for 24 hours. At the time of the report the patient was fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.